Manufacturer narrative:
Intuitive surgical, inc. (Isi) addressed the reported event with phone support. The issue was resolved by customer system setup and by redrapping the arm. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during da vinci-assisted benign hysterectomy surgical procedure, site contacted intuitive technical support engineer (tse) to report the endoscope deviated when installed on universal surgical manipulator (usm) 3. System logs showed no associated errors. When the endoscope is installed on the arm and engaged, it deviated to the left or the right. Customer tried replacing the endoscope, power cycling the system, and reseating the sterile adapter with no change. Tse recommended replacing the arm drape or trying to install the endoscope on usm 2. Customer was finished with the case and no further troubleshooting was performed during the call. The procedure was completed with no reported injury.